Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 29-may-2024. The device evaluation was completed on 03-jun-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed the tip bent with the helix broken. Microscopic analysis revealed a hole in the pebax. The issue is unrelated to the reported event. When connected to the carto 3 system, the device was recognized correctly; however, errors 105 and 106 appeared. Failure analysis, while measuring resistance in the sensor printed circuit board (pcb), revealed two open circuits in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed based on the open circuits. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuits cannot be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿tip was bent with the helix broken. Microscopic analysis revealed a hole in the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor error¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially reported a force sensor error. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-jun-2024, the tip was bent with the helix broken. Microscopic analysis revealed a hole in the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 03-jun-2024 and have assessed this returned condition as reportable.